Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving a patient notifier for device being in back up vvi mode. A device download was successfully performed.